Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was programmed off. No patient symptoms were reported.